Event description:
When contacted by beckman coulter inc. (Bec) via the accutni marketing survey program (msp), a customer reported an occurrence of non-reproducible false positive troponin (accutni) result for one (1) patient. The result was generated on an access 2 immunoassay analyzer and was not reported out of the laboratory. The customer declined to provide specific data to include patient's demographics and sample data report. The laboratory's accutni analysis procedure includes inspecting the sample for any visible signs of fibrin and repeat testing all accutni samples in which initial results are outside the laboratory's normal reference range, prior to reporting out of the laboratory. The customer did not provide information indicating an increase in occurrence or an instrument malfunction. Per the customer, the device was performing within quality control specifications upon bec contact with the customer. There were no reports of death, injury, or change to patient treatment made in connection with this event.

Manufacturer narrative:
The laboratory uses serum red top, non gel tubes for accutni sample collection. Centrifugation information was not provided. The customer did not provide specific quality control data. A root cause could not be determined for this event.